Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of oversensing due to noise noted on the right atrial (ra) lead. The ra lead was reprogrammed to resolve the event and the patient was in stable condition.